Event description:
The external pulse generator which was returned as a result of being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the upper and lower cases, two side bail covers, the ring cover and the battery drawer were broken, the battery contacts were compressed and one side bail was missing. (B)(4).